Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices following an unrelated procedure. It was unknown if ipg was put into surgery mode. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.